Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was found to be in safety mode during a routine check while interrogating the device. The patient will remain at the hospital until the device replacement has been completed. The patient is dependent. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded and will not return for analysis.